Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to functional undersensing on the right atrial (ra) channel. Technical services (ts) performed a review and suggested programming enhancements. This device remains in service. No adverse patient effects were reported.